Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had replace battery now and power error detected alarm the customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a replace battery now alarm without a low battery alert warning. Customer reported that the battery cap was loose. Customer also reported that the insulin pump has a power error detected. The customer was advised to monitor and call back for further assistance the insulin pump is not expected to return for analysis.

Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error 25, power loss alarm, replace battery alert and replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly.